Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported that they were hospitalized and had their catheter removed due to peritonitis. The patient stated that they had moved to hemodialysis per their doctor. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was admitted to the emergency room on (B)(6) 2021 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbcs elevated, result not provided) were collected and the patient was given a single dose of intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1000 mg (frequency, duration not provided). The patient was diagnosed with peritonitis and was formally admitted. The peritoneal effluent fluid culture returned positive for staphylococcus aureus, and although the rationale is unknown, the patient¿s pd catheter (not a fresenius product) was surgically removed, and the patient was transitioned to hemodialysis (hd) via a temporary hd catheter (not a fresenius product). The pdrn attributed causality to a touch contamination event and poor handwashing technique. The patient remains hospitalized and is tolerating the transition to hd without issue. The pdrn stated the events were unrelated to any fresenius device(s), drug(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported that they were hospitalized and had their catheter removed due to peritonitis. The patient stated that they had moved to hemodialysis per their doctor. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was admitted to the emergency room on (B)(6) 2021 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbcs elevated, result not provided) were collected and the patient was given a single dose of intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1000 mg (frequency, duration not provided). The patient was diagnosed with peritonitis and was formally admitted. The peritoneal effluent fluid culture returned positive for staphylococcus aureus, and although the rationale is unknown, the patient¿s pd catheter (not a fresenius product) was surgically removed, and the patient was transitioned to hemodialysis (hd) via a temporary hd catheter (not a fresenius product). The pdrn attributed causality to a touch contamination event and poor handwashing technique. The patient remains hospitalized and is tolerating the transition to hd without issue. The pdrn stated the events were unrelated to any fresenius device(s), drug(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain), which warranted hospitalization, antibiotic therapy and transition to hd therapy. The peritoneal dialysis registered nurse (pdrn) attributed causality to a touch contamination event involving poor hand hygiene. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Staphylococcus aureus is commonly found in the mucus membranes and/or on the skin of humans and is the most frequent organism associated with infections in pd patients. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported that they were hospitalized and had their catheter removed due to peritonitis. The patient stated that they had moved to hemodialysis per their doctor. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was admitted to the emergency room on (B)(6) 2021 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbcs elevated, result not provided) were collected and the patient was given a single dose of intraperitoneal (ip) vancomycin 1500 mg and ceftazidime 1000 mg (frequency, duration not provided). The patient was diagnosed with peritonitis and was formally admitted. The peritoneal effluent fluid culture returned positive for staphylococcus aureus, and although the rationale is unknown, the patient¿s pd catheter (not a fresenius product) was surgically removed, and the patient was transitioned to hemodialysis (hd) via a temporary hd catheter (not a fresenius product). The pdrn attributed causality to a touch contamination event and poor handwashing technique. The patient remains hospitalized and is tolerating the transition to hd without issue. The pdrn stated the events were unrelated to any fresenius device(s), drug(s) and/or product(s) deficiency or malfunction.